Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: telephone number: unknown, information not provided. Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was not coming out properly when the plunger was advanced. The lens was partially inserted in the patient¿s eye, however when the lens couldn¿t completely deploy, the plunger was retracted back and the injector pulled out of the eye. The lens came out with the injector. On inspection, the surgeon noted the tip was deformed and looked as though the plunger had stretched the tip of the cartridge. The patient¿s main incision would was stretched and after another the was inserted, the wound would seal properly when trying to hydrate the wound. 1 suture had to be placed to seal the wound adequately. No further information available.